Manufacturer narrative:
Consumer reported experiencing redness in both eyes after using product for more than 2 days in a row. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint sample was not returned for evaluation. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. No product was returned, and no product lot was reported.

Event description:
Consumer reported experiencing redness in both eyes after using product for more than 2 days in a row. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Consumer reported experiencing redness in both eyes after using product for more than 2 days in a row. There was no report of a medical evaluation or medical treatment associated with the experience. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Since the initial report dated 16-nov-2016, the complaint sample was returned, however, it was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.